Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap radical nephro ureterectomy procedure, the blade broke off inside the pt. The blade tip was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.